Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Surgeon reamed acetabulum with 58mm reamer then impacted the 58mm trident window trial as per usual protocols. When removing the window trial the impaction handle came out with the trial's thread stripped and left in situ. He had to use a curved osteotome to remove the window trial.

Event description:
Surgeon reamed acetabulum with 58mm reamer then impacted the 58mm trident window trial as per usual protocols. When removing the window trial the impaction handle came out with the trial's thread stripped and left in situ. He had to use a curved osteotome to remove the window trial.

Manufacturer narrative:
Device evaluation: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Similar events have occurred for the reported catalog number and product family. Where devices were returned, the damage indicated the device had been cross-threaded or incompletely threaded onto the mating impactor/positioner device. The reported thread damage was confirmed. The exact root cause could not be determined as the severe damage to the threads meant no evidence of the original thread condition could be observed, however the damage is consistent with usage of the device without fully threading the trial to the impaction handle. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available.